Event description:
It was reported the device has flow issue. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good physical condition. The device's event history log was not applicable to be reviewed. To conduct functional testing, a delivery test was performed. Upon testing, the reported problem was duplicated as the device was delivering less than programmed. The root cause was unable to be established. The expulsor and valves were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.